Manufacturer narrative:
(B)(4). One (1) inspiratory limb of 870-19kit, 22mm sgl heated limb circuit kit for investigation. Upon receipt a visual inspection was performed to determine if the circuit had been subjected to any misuse, abuse, or damage. The melted circuit tubing and charred heated wires were readily identified. The melting and charring begins approximately 12" from the patient wye and extends approximately 8" toward the heater end of the circuit. The circuit tubing is melted to the point of "puddling", and heated wires are burned (charred dark brown). The remaining portions of heated wire are not gathered or bunched anywhere in the length of the circuit. Further testing of the damaged circuit involved measuring the resistance of the heated wires to ensure they were not electrically faulty. The heated wire resistance for this circuit should fall into the range of 12.80 - 14.30 of resistance. The actual measured value was recorded at 13.5 of resistance. This value is well within the specified range. The IFU for this product states, "always maintain adequate flow rates through circuit to help prevent overheating." Based on the investigation performed, the complaint has been confirmed. Per the recorded complaint detailed description, the neptune heater was left on while the air flow was shut off. Per the IFU, air flow rates should always be maintained through the circuit to prevent overheating, or in this case, severe tube melting and burned wires can be expected. The root cause of this complaint has been assigned to intentional error on the part of the customer. Due to the nature of the reported defect, the assigned root cause points to "user error - intentional" on the part of the customer and requires in-service training. The in-service training has been requested.

Event description:
Customer reported the circuit melted in standby. The heater was left on while the flow was shut off. There was no patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4). Per IFU: this circuit is only for use with the hudson rci neptune heated humidifier. The IFU for the hudson rci neptune heated humidifier contains all applicable instructions, warnings and cautions. Per IFU "to turn the humidifier off, press and hold the button until the display goes blank. Allow the unit to cool before stopping gas flow."

Event description:
Customer reported the circuit melted in standby. The heater was left on while the flow was shut off. There was no patient injury or consequence reported.